Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left antebrachium. Two 6.00mmx2.0cmx50cm peripheral cutting balloons were selected for use. During the procedure, the first balloon ruptured upon first inflation at 6 atmospheres for 30 seconds and a pinhole was noted at the tip part of the blade. The first balloon was removed from the patient's body without any problem using the normal method and was replaced with another of the same device. However, the second balloon ruptured also upon first inflation at 6 atmospheres for 30 seconds and a pinhole was also noted at the tip part of the blade. The second balloon was also removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.